Event description:
It was reported that the patient dropped the ilet, resulting in physical damage to the pump screen and an inability to reliably deliver insulin or process meal announcements; the device could not be shut down via the menu and a replacement was provided, with guidance to use backup therapy and continue cgm via dexcom g7. Symptoms included no reported changes in blood glucose. Outcomes included no reported clinical impact, no medical intervention, and no hospitalization. Investigation included review of the event details and return logistics and inspection of the returned device. Investigation of this device revealed device damage consistent with external physical impact to the pump enclosure and display, which rendered therapy and interface functions unreliable. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.